Manufacturer narrative:
A review of the lot history records included possible lot numbers; 415389x, 427967x, and 425242x. The device history records (DHR) review indicates that no issues were found in samples inspected from the lots. Maintenance records (both corrective and preventive) and calibration records for the needle lots were reviewed and there were no issues identified. All scheduled maintenance and calibration activities were completed on time. There had been no process or material changes related to the reported condition for this product in the 12 months prior to production of these lots. A review of the machine setup was also conducted and there were no concerns. The needle assembly machine was observed in its current condition and there were no issues. There were no samples submitted with this complaint and therefore the reported condition could not be confirmed. The complaint shall be reopened if a sample is received in the future. The exact root cause of the issue reported by the customer could not be determined without an actual sample to examine. The most likely root cause is user technique when initiating the safety shield. Prior to a lots release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, safety shields are physically tested for functionality with samples from each lot produced. The lots met all acceptance requirements and were released. The instruction for use insert indicates the following steps: perform injection (or aspiration of body fluid) according to local standard procedure and aseptic technique. Immediately following the injection or aspiration procedure, lock the safety needle shield using any of the following methods: push the safety shield forward in a single-handed manner to cover the needle and lock the shield. Keep your finger or thumb behind the needle tip at all times. Or press the safety shield, lever side down onto a flat surface to cover the needle and lock the shield. The safety needle is locked once the needle tip is completely shielded. Verify locked position though audible and tactile click. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a safety needle. The customer states that the safety needle cover failed to function resulting in a needle-stick.

Event description:
The customer stated that that on at least 3 occasions, the safety needle cover failed to function resulting in at least one needle-stick injury and at least two near-miss needle-stick injuries to three of their staff nurses.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Medwatch # (B)(4). Several attempts to gather additional information from the customer were made. The customer stated that they decided not to provide any additional information. If additional pertinent information becomes available, the report will be updated.

Manufacturer narrative:
(B)(4).